Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, customer required assistance from emergency medical services by administering glucagon to address bg level. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.